Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, a supplemental follow-up will be submitted accordingly. Device evaluation: the manufacture's technical support (ts) advised the customer to replace the blower. Ts provided customer part number for the blower assembly. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint folder will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the blower temp is high/not working. Customer states that the filters are clean and the fan is running. There was no patient harm reported.